Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported issue resulted in an unexpected shutdown of the station, during which the touchscreen became unresponsive when the device power supply shut down, although it had been functioning normally otherwise. A field service engineer (fse) found the station screen was black while the power switch was on and verified that incoming power was good. The fse disconnected the pyxibus cable for the main unit at the communication sled, after which the station powered up. The issue was isolated to a failed drawer controller on drawer 5.1. The fse replaced the drawer controller and position sensor, then tested the system using the hardware test application (hta), which restored normal operation and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on.the customer attempted to switch outlets and power cycle the unit, but it still did not power on; a faint clicking noise was heard from the machine.however, there were no delays or adverse events or injuries reported based on this event.